Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which was understood and acknowledged.